Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main pyxis had a dark touchscreen, and users were not able to access the device. The station was moved away from the wall, and the device power supply was heard running. The field service engineer opened the main and auxiliary cabinets to find light activity on all drawers. The all-in-one touchscreen displays still did not respond. The station was powered off, the top cover was opened, and the all-in-one assembly touchscreen was removed. All connections were verified to be properly secured, and the all-in-one touchscreen displays were reinstalled back onto the docking board. Finally, the station was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black, and the station was offline on rss. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.